Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : denmark. Establishment name: (B)(6). Street: (B)(6). City: (B)(6). State, province or territory: (B)(6). Country: united states of america. Post office or zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It is reported that the patient faced an adhesive issue on (B)(6) 2026 as infusion set fells off which leads to high blood glucose and was treated by changing the infusion set and by insulin pump.